Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 10.26.2017 it was reported to k2m, inc. That screws were implanted then explanted and the surgery was aborted due to neural monitoring alert . Surgery was rescheduled and performed on (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the product has not been returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. No relationship could be confirmed relating k2m hardware to the event.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That screws were implanted then explanted and the surgery was aborted due to neural monitoring alert . Surgery was rescheduled and performed on (B)(6) 2015.